Event description:
It was reported that patient complications occurred. The 90% stenosed target lesion was located in the mildly tortuous circumflex artery, with one large segment of severe calcification and otherwise mild calcium. A 1.50mm rotapro was selected for use. During advancement of the device through the guide catheter, resistance was encountered approximately 3 cm from the distal tip. Despite this, the burr was successfully positioned about 1.5 cm proximal to the lesion and rotated at 160,000 rpm. The burr crossed the lesion smoothly, with no resistance noted by the physician. Following the lesion crossing, contrast injection initially raised concern for a possible dissection. However, it became evident that there was very slow flow (timi 1 flow) and a large volume of thrombus distal to the lesion. A 3.5mm x 20mm emerge balloon was used, followed by two 3.50 mm x 38 mm synergy drug-eluting stents. Despite these interventions, flow remained slow and the patient's blood pressure dropped. The patient developed ventricular tachycardia (vt), prompting activation of the medical emergency response team. A third synergy stent was placed distal to the initial stents. Over the next 45 minutes, the patient fluctuated between vt and sinus rhythm. No defibrillation was required, but the patient was intubated and received multiple medications. The patient experienced significant complications including arrhythmia, chest discomfort, myocardial infarction with ischemia, thrombus, ventricular tachycardia and cardiac arrest. However, following intensive management and stabilization, the patient was discharged from the hospital approximately two to three days after the procedure. The physician expressed satisfaction with the patient's condition at discharge.